Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead dislodged as a result of twiddler's syndrome. The lead was explanted and replaced on (B)(6) 2015. The patient was feeling well post procedure.